Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had expired. The cause of death was not reported. There was no device issue reported. Although requested, additional information regarding the event and confirmation on the date of death was not provided.